Manufacturer narrative:
Concomitant medical products: 457445 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) may have exhibited an inappropriate detection of supra ventricular tachycardia (svt) resulting in the crt-d withholding defibrillation treatment for a ventricular arrhythmia. It was noted that the crt-d was checked because the patient reported experiencing high rate episodes and feeling "unwell". The crt-d remains in use. No further patient complications have been reported as a result of this event.